Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's husband reported via phone call that the customer had a few cracks on the insulin pump and they did not notice the damage until they visited the doctor. He noticed there were cracks on the battery compartment and at the top of the reservoir compartment. Customer's blood glucose was 39 mg/dl at the time of the incident. Customer fell to the floor and the husband believes that the pump could have been hit. Caller stated that he called the paramedics and they treated his wife at home. The caller then took her to the doctor. Caller reports that the customer is very brittle and has dementia and diabetes.